Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after an interventional procedure completed without difficulty, arteriotomy closure of the right femoral artery was attempted using a perclose proglide device. The operator indicated the device was deployed the same as usual. Reportedly, during needles deployment, the needle plunger was pushed in until a click was heard; however, the needle plunger came back out immediately after it was pushed in. When the device was removed the suture was found to be separated and a portion of the foot was broken off. It was not known if the broken off portion of the foot remained in the patient anatomy; no action was taken to locate the broken off portion of the foot. There was no difficulty inserting or removing the proglide device. Manual arterial compression was applied to achieve hemostasis. The patient developed minor leg pain from the puncture site to peripheral side of the leg. The pain did not require medication for relief. It is not known if the detached portion of the foot contributed to reported mild pain. There is no planned treatment; the patient will be monitored. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture separation and a portion of the foot breaking off were confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.